Manufacturer narrative:
Product event summary: analysis could not confirm the reported event specifically, however the programmer does boot to an error and then displays a system error. As a result the broken nylon standoff was replaced and the link electronic module (lem) circuit board was reseated. Software was also reloaded.

Event description:
The programmer was returned for repair.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer displayed an error and does not proceed further upon boot-up. The status of the programmer is unknown. There was no patient involvement.